Manufacturer narrative:
This report is submitted on november 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the incision site (date not reported) and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted january 10, 2023.